Manufacturer narrative:
The tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 170 mg/dl, and the meter bg reading was 600 mg/dl. Reportedly, multiple bg meters were used for calibrations. In addition, customer relies on a feeding tube and had reportedly not been using it. Reportedly, the customer began not feeling well and was sweaty and shaky. The customer was subsequently taken to the emergency room and admitted to the intensive care unit (ICU) on (B)(6) 2021. The customer experienced seizures and diabetic ketoacidosis. The customer was treated with an insulin drip of potassium and calcium, and total parenteral nutrition. Reportedly, the customer was released on either (B)(6) 2021 with no permanent damage. A replacement sensor was sent to the customer.